Event description:
It was reported that the system halts and could not take fluoro (lock up). There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.